Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of sensing; the lead was dislodged. Upon lead revision it was noted that the leads were twiddled. The lead was explanted and replaced. The patient's condition was stable before, during and post procedure.